Event description:
It was originally reported that the introducer leaked. Further information confirmed that during the procedure, it was alleged that the introducer "lumen was uncommonly tight" for the introducer. There was no air or fluid leak. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: b5, g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of "lumen was uncommonly tight" could not be conclusively determined.

Event description:
It was reported that the introducer leaked.